Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used the system in approximately six months. The patient is unable to communicate with the ipg using the programmer. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient had the ipg explanted approximately (B)(6) 2018.